Manufacturer narrative:
No unexpected alarm or reset anomaly during testing noted. The insulin pump passed no delivery error test. No numbers count down anomaly during testing noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed unexpected restart after battery changed. Customer's blood glucose was unknown and last blood glucose was 107 mg/dl. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed unexpected restart twice. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.